Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log files. A review of the log files spanned approximately 10 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 10:12, (B)(6) 2021 at 16:08, (B)(6) 2021 from 09:01 to 09:04, and (B)(6) 2021 at 09:05 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having periodic issues with power cable disconnect and low voltage alarms. The hospital alternated clips, isolated battery sets, cleaned all connections, and looked for bent pins but the issues did not resolve. The most recent alarm was on (B)(6) 2021 and a log file analysis captured power cable disconnects which appeared to be associated with the white lead of the controller. The patient's controller was exchanged in clinic on (B)(6) 2021. The alarms resolved post exchange. The patient had been asymptomatic with the alarms. There was no change in treatment plan for the patient and no changes in medication were made.